Event description:
An attempt was made to use an admiral xtreme pta balloon catheter to treat a patient. It was reported that the balloon ruptured and that the rupture was not a longitudinal rupture. It was reported that the balloon folded over on itself and was difficult to remove through the sheath. The physician removed the balloon together with the sheath. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Results: root cause cannot be determined due to the limited information available. Device or procedural images not provided for review. Conclusion: device or procedural images not provided for review. (B)(4). Event date is year only valid.